Event description:
The accounts maintenance stated that the right foot siderail has come off the bed because the screws are stripped out of the plastic.

Manufacturer narrative:
A new siderail was sent to the account to repair the bed.